Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Review of the available system logs did not find any errors that are relevant to the reported event. Insertion motion requires both capacitive touch sensing (¿captouch¿) to be activated (by a conductive object like a finger) and motion of the motion control console (mcc) scroll wheel. Catheter articulation requires motion of the mcc trackball. State logs show that captouch was activated multiple times and scroll wheel forward motion was detected during captouch activation, which resulted in commanded fim insertion. When captouch was not active on the scroll wheel, the scroll wheel commanded insertion and the actual insertion position stayed the same. Additionally, state logs show that trackball motion was detected, which resulted in commanded catheter articulation. The state logs show that the actual insertion position tracked with the commanded insertion position and that actual articulation tracked with commanded articulation.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The patient was known to have chronic obstructive pulmonary disease. The target nodule was less than 1 centimeter in size and located in the left upper lobe on the pleura. During the procedure, the needle punctured the pleura, and a medium-sized pneumothorax was identified via fluoroscopy. There was a delay of 15-30 minutes due to chest tube placement. The procedure was completed as planned. The patient was asymptomatic but admitted overnight. The pneumothorax resolved, the chest tube was taken out, and the patient was sent home in less than 24 hours. The physician reported that the pneumothorax was procedure-related and attributed to the target nodule's (close) proximity to the pleura. The procedure was considered high-risk, so the physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.